Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer stated that they did not saw fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there were not cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.